Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing and sterilization records verified the lots met all pre-release manufacturing and sterilization specifications.

Manufacturer narrative:
Additional devices gore® excluder® aaa sn# (B)(4), UDI: (B)(4) was investigated as part of this report and gore® viabahn® vbx balloon expandable endoprosthesis unknow sn, unknown UDI is being reported separately under case # (B)(4). A review of the manufacturing and sterilization records for the devices is currently in progress.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm and a left common iliac artery aneurysm using a gore® excluder® aaa endoprosthesis. The left common iliac artery also had stenosis, so a gore® viabahn® vbx balloon expandable endoprosthesis (item/serial # unk) was implanted distal to the left leg of the gore® excluder® aaa endoprosthesis. It was also reported that non-gore bare metal stents were implanted bilaterally because the terminal aorta was narrow. On an unknown date in 2020 (around 3 weeks after the initial procedure), the patient had a fever, and infection of the endoprostheses was suspected. Reportedly, inflammatory response was especially strong around the proximal and distal aspects. No treatment details were reported. The patient is being monitored. The physician reported that the cause of the infection was unknown. Also, the physician reportedly considered that it was possible that there was a pre-existing infectious area in the aneurysm and intraprocedural manipulation caused development of the infection. However, it was also reported no infection was observed at the pre-procedural blood test.